Event description:
Customer reported the insulin pump kept beeping and has a drip with insulin stuck inside it. Customer has already disconnected from the device. Customer stated the no reservoir alarm was going off. Customer states that she can see the piston on the device. Customer's current blood glucose was 500 mg/dl. Customer was feeling dizzy, had a headache, nauseas, and pain in her chest. Company representative called the paramedics. Customer's blood glucose was now 494 mg/dl. Customer had treated with 30 units of lantus by manual injection. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.